Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the device alarmed system error 345 (thermistor disparity). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the device alarmed system error 345. The cause was identified to be an out of calibration downstream thermistor which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. [Visual inspection statement (only if visual inspection results were provided in sample analysis)]. [Functional testing statement]. During evaluation, the device xxxxxxx. The cause was identified to be ooooooo which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction h11: the device was received for evaluation. Functional testing was performed and identified that the device alarmed system error 345 (thermistor disparity). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the device alarmed system error 345. The cause was identified to be an out of calibration downstream thermistor which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.